Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture. A new rv lead was implanted successfully. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.